Manufacturer narrative:
As received, the device was above elective replacement indicator and not in backup mode. Information on epiq indicates that the device entered bvvi due to reset from magnetic resonance imaging . The device image and epiq indicates that the device was programmed out of bvvi in the field. Testing found the device to be normal. No anomalies were found.

Event description:
Additional information received indicated that the device was explanted due to normal eri. The patient was stable.

Event description:
During a remote follow-up, the device was noted to be in backup mode due to magnetic resonance interference (MRI). The device was not programmed for MRI settings prior to the MRI exam. Furthermore, the device displayed incorrect battery longevity. The device is pending routine replacement. The patient was stable.